Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced due to oversensing. No additional adverse patient effects were reported.